Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the camera head had a broken black cable, with the silver part visible, and noise was observed. The event had occurred during a therapeutic procedure, which was completed with a similar device. There were no reports of patient harm.